Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The reservoir had the valve detached and the valve had fallen inside the reservoir.

Manufacturer narrative:
(B)(4) - anti-reflux valve detachment. Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a distal gastrectomy on (B)(6) 2014 and a reservoir was attached to a drain and functioned properly. On (B)(6) 2014, the anti-reflux valve had fallen into the reservoir bag. Another like device was used with no adverse consequence to the patient.